Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complaints of feeling tired recently. A device check showed the right atrial (ra) lead experienced high thresholds. The physician requested the lead be reprogrammed to maximum output. The lead remains in use. No further patient complications have been reported as a result of this event.